Manufacturer narrative:
Concomitant medical devices: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and non-sustained episodes of oversensing. Additionally, t-wave oversensing (twos) post pace was observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.